Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode arrived at the emergency department due to multiple shocks. Upon evaluation, it was determined that the device had delivered inappropriate shocks triggered by non-reproducible noise artifacts. The patient exhibited pain and discomfort. The physician performed troubleshooting options, but the noise was not reproducible, and the x rays did not show an electrode fracture. As the physician was not able to isolate a specific cause it was decided to explant the system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode arrived at the emergency department due to multiple shocks. Upon evaluation, it was determined that the device had delivered inappropriate shocks triggered by non-reproducible noise artifacts. The patient exhibited pain and discomfort. The physician performed troubleshooting options, but the noise was not reproducible, and the x rays did not show an electrode fracture. As the physician was not able to isolate a specific cause it was decided to explant the system. The system is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that, the device was disposed in the hospital and will not be returned.